Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient has not had any pain with implant of the left hip. She received a letter from her doctor stating there was a recall. She was called into the office for blood work and xrays. The test results were ok. There were no abnormal findings in the testing.

Manufacturer narrative:
As per the investigation results at the present time the patient is asymptomatic. Therefore, no device failure modes or patient harms were identified in the reported event. As such, this event was reported in error.

Event description:
Patient has not had any pain with implant of the left hip. She received a letter from her doctor stating there was a recall. She was called into the office for blood work and xrays. The test results were ok. There were no abnormal findings in the testing.